Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
False negative result(s). The user stated that they tested with flowflex on the morning of sunday, (B)(6) (symptoms began on (B)(6) and received a negative test result. They confirmed that they performed the test procedure correctly. That same afternoon, they went to the hospital and were tested there. They confirmed that they do not know what type of test they received. They received the test result the same day and it was positive for covid. They confirmed that their flowflex test was purchased from target.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov3120010 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3120010 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified.

Event description:
False negative result(s). The user stated that they tested with flowflex on the morning of sunday, 8/3 (symptoms began on 8/1), and received a negative test result. They confirmed that they performed the test procedure correctly. That same afternoon, they went to the hospital and were tested there. They confirmed that they do not know what type of test they received. They received the test result the same day and it was positive for covid. They confirmed that their flowflex test was purchased from target.